Event description:
The hcp reported that the pt had presented to the emergency room with "withdrawal symptoms of confusion and hesitation". The symptoms were noted approx 48 hrs after implantation of the drug delivery system. The pt was receiving baclofen via the pump. The hcp planned to turn the pump off. A follow-up report will be sent if additional info becomes available.